Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported charging issue could not be reproduced during testing and the battery charged to full capacity. The evaluation determined that the battery and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge to full capacity. There was no patient injury reported as a result of this incident.